Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-a-flo regulator of an unspecified number of clearlink extension sets broke apart, leading to a leak. This occurred when the user pushed medication into the port of an unspecified IV line above the clearlink extension set using ¿mild to moderate¿ pressure. The unspecified IV line was connected to an IV bag and the clearlink extension set. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.